Manufacturer narrative:
The field service engineer changed a probe and a liquid level detection printed circuit board. He ran performance testing. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. A general reagent issue can most likely be excluded. Control recovery was within specified ranges for the one control level data provided. Performance testing was within specifications. Possible root causes for the issue relate to sample quality and/or insufficient maintenance.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas e 411 immunoassay analyzer (e411). The sample initially resulted as 0.290 miu/ml and this value was reported outside of the laboratory. The ward complained about the result because the patient is pregnant. The sample was then repeated with an automatic 1:10 dilution, resulting with a final value of 56955 miu/ml accompanied by a data flag. The sample was repeated again with a times ten manual dilution, resulting with a raw value of 5622 miu/ml accompanied by a data flag. The patient was not adversely affected. The hcgb reagent lot number was 179825. The reagent expiration date was asked for, but not provided. Review of the calibration did not indicate an issue. Quality control level 1 on the date of the event was within the specified range.